Event description:
It was reported that there was difficulty placing a right atrial (ra) lead during an implant procedure when repeated attempts to deploy the active fixation helix were unsuccessful. The lead was removed from the introducer and tested for helix deployment outside of the body with no successful deployment. The lead was not used and a different lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.